Event description:
Additional information received that patient experienced fluid discharge from the scs ipg site. Patient went to the hospital and was treated with antibiotics. Patient has declined system explant since the scs system was providing effective therapy. Follow-up information received that patient is off of antibiotics and infection resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced fluid discharge from the ipg site. As a result, the patient consulted neurosurgeon who washed the ipg site and left the ipg in place. Patient is receiving intravenous antibiotics and PICC line inserted.

Event description:
Additional information received that the infection resolved from intravenous peripheral inserted central catheter line.